Event description:
It was reported to boston scientific corporation that speedband superview super 7 multiple band ligator was used during a hemorrhoid banding performed on (B)(6), 2011. According to the complainant, during the procedure, they attempted to deploy a band and more than one band deployed at the same time. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the handle had residue on it indicative of being used. The trip was cinched upon receipt of the device and there are signs of deformation in the slot where the wire was cinched. It appeared as an attempt was made to wind the trip wire on the handle spool as there were deformities in various locations along the length of the wire. The distal end of the trip wire was cut which is common practice to be able to remove the device from the scope. In addition, the suture was not attached. The syringe line appeared to have tape residue on it. The ligator head was received in the original pouch, which had not been opened. All bands and suture were present on the ligator head. No damage was observed on the ligator head or the pouch which it was returned in. Functionally, the trip wire was freed from the handle and was able to be re-cinched. The handle was able to be rotated hearing the ¿click¿ approximately every 180 degree of rotation. The complaint can not be confirmed as evident of the ligator head not being opened and used. Therefore, the root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that speedband superview super 7 multiple band ligator was used during a hemorrhoid banding performed on (B)(6), 2011. According to the complainant, during the procedure, they attempted to deploy a band and more than one band deployed at the same time. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.